Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss was attributed to user error as the operator inadvertently connected the patient prior to priming the cartridge. The user's guide provides adequate instructions for priming the cartridge and completing patient connections. A direct corelation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and provided additional training regarding priming of the cartridge and patient connections. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
At the start of a routine hemodialysis treatment, the operator inadvertently connected the pt prior to priming the cartridge. An estimated 30cc of the pt's blood entered the cartridge and was not returned. No medical intervention was required.